Event description:
Client says she has fallen out of the chair and had injuries. She says because the positioning belt had fallen off she was not wearing one at the time of the incident.

Manufacturer narrative:
This chair was built according to an order saying the patient was (B)(6) lbs. It left the factory meeting all specifications in the master file. The patient said she was at least (B)(6) lbs at the time of the evaluation and (B)(6) lbs at the time of the incident. The chairs specifications call for an end user no heavier than (B)(6) lbs. This client is over the weight limit of the chair and due to the shape of her body she is forced to sit well forward on the seat. This is why she has fallen out of the chair when she stops. Once the permobil representative saw the chair, he offered her a loaner heavy duty chair which is designed for her weight, he did not allow her to leave in the original chair.